Event description:
There is no allegation from a health care professional that the death was device related. It was reported that the cause of the death was unknown. The patient was in hospice care with a primary diagnosis of massive bi-lateral plural effusions. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.